Manufacturer narrative:
The review of the device history records and trending and statistical analysis could not be performed due to the device lot number not being provided. An email received from (B)(4), terumo representative, on 12/24/2025 stated that the device lot number was not available. The pre-case plan schema was provided for evaluation. As indicated in the narrative, CT images were not available due to hospital policy. Table 1 identifies the requirements from the treo us IFU (2844-8217 rev. D) and compares it with the devices selected and the patient's anatomy. Component; target vessel diameter; IFU graft diameter indication; proximal graft; diameter selected: IFU minimum neck length patient's actual neck length comment bifurcate: 19.4mm, 24.0mm, 24.0mm, 15.0mm, 60.0mm, infrarenal neck diameter met the IFU patient selection and graft selection criteria: right iliac artery 11.5mm 13.0mm 17.0mm 15.0mm 22.0mm right common iliac sizing did not meet the IFU graft selection criteria left external iliac artery 7.2mm 9.0mm 9.0mm 15.0mm 30.0mm left common iliac oversizing did meet the IFU graft selection criteria review of the pre-case plan and the sizing measurements shows the selected main bifurcated device was within the graft selection criteria. However, the selected right iliac limb was excessively oversized. The access vessels were suitable for advancement and deployment of the device with femoral arteries >8.0mm in diameter for 18fr device introducer. The patient underwent an evar procedure with treo devices [28-b2-24-100 (main body), 28-l2-09-120u (left side), and 28-l2-17-080u (right side)] to treat an abdominal aortic aneurysm. The procedure was successfully completed; however, occlusion was reported in the left side limb. The physician opted to use an additional device to resolve the limb occlusion. The pre-case review shows that the diameter at the level of the bifurcation was not adequate for both limbs to be fully expanded. The treo us IFU (2844-8217 rev. D) section 7.1 states: "distal aorta with sufficient diameter to accommodate leg extension stent-grafts. Diameter recommended to be >70% of the sum of the two diameters anticipated passing through the native aortic bifurcation zone." In this case, the aortic bifurcation was 32x14mm so average of 21.5. The total graft diameters passing through this area would be 17mm (right leg extension) plus 14mm (contralateral gate) resulting in 31mm, which exceeded the aorta diameter at the bifurcation level not meeting the requirement per the IFU. The IFU section 7.2 table 32b also indicates that for a length from the lowest renal-aortic bifurcation, the minimum length requirement of 110mm is to use a 100mm. Based on the pre-case plan, the length was only 105mm. The use of an 80mm length graft would have landed above the bifurcation in a diameter that would have met the requirements (maximum diameter of the two graft 17mm + 9mm = 26mm multiplied by 70% = 18.2mm and the minimum length requirement of 90mm from the lowest renal to the aortic bifurcation. Based on the pre-case plan, the root cause of the left leg extension occlusion was the incorrect graft size selection for the patient. In conclusion, device history records, trending, and statistical analysis could not be performed. The root cause of the reported failure of occlusion was incorrect graft size selection for the patient.

Event description:
"Occlusion: as the length of the right common iliac artery (cia) was quite short, there was a possibility that a right-leg extension stent-graft would cover the internal iliac artery (iia) if the extension stent-graft was placed as usual. The extension stent-graft was therefore placed about half a stent higher. The left-leg extension stent-graft concerned had already been implanted in the same position where the right-leg extension stent-graft was to be originally implanted, creating a difference in height between the two extension stent-grafts. The radial force of the right-leg extension stent-graft therefore increased, and the left-leg extension stent-graft concerned was pressurized and occluded. Another device was therefore additionally used, and the procedure was completed. It was determined to be a minor health damage. The patient recovered. Operation type: evar for an abdominal aortic aneurysm blood loss: unknown no image available due to hospital policy pre-case plan will be able to be obtained additional information will be able to be obtained ((B)(4))" patient outcome: "it was determined to be a minor health damage. The patient recovered."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.